Event description:
A trial patient via the manufacturer representative (rep) reported that they had some sharp pain in the middle of their buttocks down their leg with stimulation set to 3.8. Stimulation was lowered down to 3.6 and the patient no longer felt the pain. It was further stated on (B)(6) that they were catheterizing more than usual as well. Indication for use is unknown.